Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2018, it was reported that the device does not expand the skin graft. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated skin graft mesher serial (B)(4) three times as documented in the vdoc service portal. The last repair was march 29, 2017 where it was reported that the device had a defective comb and the carrier guide, comb and bearing washer were replaced. This is not a related issue. Product review of the skin graft mesher by flextronics on january 17, 2019 revealed that the comb was damaged and the device was outside calibration specifications. Repair of the skin graft mesher was performed by flextronics on april 2, 2019 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by flextronics it was noted that the comb was damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the comb was damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Product not yet returned.

Event description:
It was reported that the device does not expand the skin graft. No adverse events were reported as a result of this malfunction.